Manufacturer narrative:
(B)(4). Date sent 4/30/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reload lockout and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple? If the device staple, was the staple line complete? If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure during first firing, the stapler jammed. Upon removing, the device could see that not all staples were deployed. Upon loading and firing of second reload, no issues were encountered. Observed whole case, and surgeon and assistant used the device correctly. Procedure was not extended by more than 5 minutes. No harm to the patient, rest of procedure carried out without issue.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. Additional information was requested, and the following was obtained: did the reload lockout and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple? If the device staple, was the staple line complete? If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Answer: the reload began to staple and deployed approximately ¾ of the staples but then jammed. The device did cut but no complete cut line was formed (cut up until the stapler jammed). - the reload began to staple and deployed approximately ¾ of the staples but then jammed. The device did cut but no complete cut line was formed (cut up until the stapler jammed). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.